Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and able to complete the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w 6.5w, retainer ring=black. On (B)(6) 2021 customer called in with the following concern: customer is getting pump error 53, 15 and 23. P-cap locked in place properly during testing. Unit was successfully downloaded using ((B)(4) software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint call that might of trigger the reason for complaint. The adapt tool reveals that pump error 15, 23, and 53 alarms were found on (B)(6) 2021. During download review, pump error 53 alarm confirm in (adapt). File ID=568 line ID=3292. Pump error 15 alarm confirm in (adapt). File ID=0 line ID=1938. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was cause due to wrong state for close loop. Per r&d investigation it was determine that pump error 15 was cause but a previous occurrence of pump error 53 causing corrupted data/invalid pointers. No pump error 55 noted during testing or in download history data. Problem isolated to electronic assemblies. No physical damage noted during visual inspection. In conclusion no pump error 55, 15 or 23 alarms noted during testing. However, during download review pump error 53, 15 and 23 were confirm. Problem isolated to electronic assembly.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-1771-2021 . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.